Manufacturer narrative:
No samples were returned why no investigation of the products could be performed. The review of the batch documentation showed no deviations. Without the benefit of examination and testing, the manufacturer is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the reporter, there was no water sachet in the package, and the patient tried to use the catheter anyhow. The patient claimed he was hurt and experienced bleeding, but recovered without sequelae.